Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised they could continue using the pump and to call back if any further issues arose.